Manufacturer narrative:
The account could not provide a product part number or serial number of the involved esu. The unit was not made available for an evaluation. There are many possible causes of the reported event. The reddening may have been caused by an allergic response to the cavilon. Also, it is possible that the use of the cavilon (inflammable, explosive) in combination with the application of the high frequency (hf) current could have resulted in heat development and subsequent redness. There is a warning in the erbe esu user manual addressing this issue. Nonetheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that an electrosurgical unit (esu/generator) was involved in a patient incident. An erbe esu was used in a debridement with cavilon (contents: hexamethyldisiloxane, isooctane, acrylat-terpolymer, polyphenylmethylsiloxane). The settings for the esu were not provided. During the surgical procedure, the edge of the wound was treated with the cavilon. Reddening occurred. No information was provided regarding the appearance, size, or location of the reddening. The patient's condition was monitored (note: no treatment was provided.).